Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to duplicate the customer's reported issue. Model lap top ventilator 1200 passed all testing and met all carefusion manufacturer specifications. A review of the event trace does reveal that the device experienced a low battery condition that resulting in the reset, on the reported event date. No malfunction with the internal battery system was detected and this is suspected to be use error.

Event description:
The customer reported model lap top ventilator 1200 reset while connected to a patient. The customer also reported the alarm was intermittent. The customer confirmed there was no patient harm associated with the reported malfunction.